Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: -revision right tha, pain, swelling, difficulty ambulating. -labs elevated metal ions, cobalt 7.0 h & chromium wnl , pseudotumor. -20ml black turbid fluid, head crevice corrosion, trunnion evidence of tunnionosis. -proximal femur osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post-implantation due to pain, swelling, high cobalt levels, and difficulties with ambulation. During the procedure, it was noted that the patient had a large pseudotumor with black fluid, and trunnionosis proximal femur osteolysis. The cup and stem were retained. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - stem the customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.